Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, proximal migration of the cylinder.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A titan otr pump and two cylinders were received for evaluation. Examination of the returned components revealed no abnormalities that would have contributed to the report of migration. However, because quality's examination of the returned components may not conclusively confirm or disprove the report of migration, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 3454145n. Review of nonconforming reports revealed nonconformance's for this lot. No capas are associated with this lot.